Event description:
Spray does not work well. Discarded one bottle after a few days use since not getting any spray out. Dose, frequency and route used: 2 sprays each nostril daily. Therapy dates: long term. Diagnosis for use: nasal symptoms.